Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. Service evaluation verified the system error 322 alarms. A review of the event history log identified system error 322 alarms. The cause was determined to be the upper auxiliary switches were loose. The upper auxiliary was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a system error 322 (link switch error (low)) alarm. No additional information is available.